Manufacturer narrative:
Unit was received dirty and was tested as received. Unit passed all performance tests. The complaint could not be duplicated.

Event description:
Reporter stated that caller from facility reported that station 4 of unit had overfilled final containers. He based this on having a source container on that station which had enough solution to fill 7 final containers. However, it was empty after the 6th final container was compounded. There was no pt involvement. The unit will be sent to product servies for evaluation.